Manufacturer narrative:
Manufacturer ref no.: (B)(4). The device was returned to baxter and an evaluation was performed. The evaluation confirmed and reproduced the reported symptom does not recognize a closed door as a door not fully latched message. Evaluation found the force required to close the door to be above expected levels. The door hooks and latch pins were replaced to correct this condition.

Event description:
It was reported that a spectrum pump does not recognize a closed door. It was also reported that there was no patient involvement.